Event description:
Patient had a ptca of rca bypass graft. She went the recovery room, had increased chest pain, and went back to the cath lab. She received a stent to the rca graft. That evening, she was sent to the critical care unit with a retroperitineal bleed. Heparin was stopped. The next day, she was taken back to the cath lab to examine her coronary arteries. The stent was open. The sheath was pulled that evening and the femostop was placed on the patient. The next day, the femostop was left in place. The physician ordered it to remain until the following morning. The femostop was removed two days after the stent procedure. All these events occurred in the same groin area after hematoma formation. A whitish area (tissue necrosis) was noted at the groin site. The site was left open to air. The patient was septic and ventilator dependent.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: labeling - inadequate instructions for use, failure to follow instructions. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was destroyed/disposed of.